Manufacturer narrative:
Baxter received and evaluated the device. The reported condition of "display" was verified through visual observation as half of the screen was white. The device was found out of specification in relation to the customer reported issue. The cause was determined to be a failed liquid crystal display screen which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had an issue with its display. There was no patient involvement. No additional information is available.